Event description:
It was reported that a signal loss occurred. According to the patient, on (B)(6) 2025 at around noon, she felt fine all day and was inserting a new sensor. During the pairing process she received an error for signal loss and to wait for 30 minutes. The patient waited for a couple of minutes and while waiting, she did household chores. She is unsure of what happened but around 2:00 pm she lost consciousness. The patient¿s husband found her and treated her with baqsimi (nasal glucagon). After an hour around 3:00 pm she regained consciousness, and they took a bg reading which was 84 mg/dl while the device was still showing signal loss. At the time of the report the patient was still not fine. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The product was evaluated. An external visual inspection was performed and no damage was found. Perform voltage test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The customer complaint confirmed signal loss as signal loss equal to or under one hour. The customer's complaint was confirmed due to the transmitter failed testing. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).